Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported being treated by emts due to low blood glucose. The customer's low blood glucose reading was 13 mg/dl. Customer stated that he was exercising and forgot to lower his basal rates. Customer did not want to troubleshoot, he stated that the event was user error. Nothing further reported.